Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2011 with elevate blood glucose levels(600mg/dl), nausea, and vomiting. The patient reportedly had elevated blood glucose levels in the 400mg/dl range for the previous 3 to 4 days. The pump history was reviewed and the basal and bolus amounts were found to be correct.

Manufacturer narrative:
Patient outcome attributed to adverse event was omitted in error on the 3500a.